Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was leaking. The patient's blood glucose (bg) values reached over 400 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 3857 pulses. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. No housing or environmental seal damage was found. The needle mechanism was reset and fired properly during the investigation. Inspection of the needle mechanism components found no damages or defects that would indicate the reported needle mechanism failure. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.